Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007; d314trg bi-ventricular defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead appeared dislodged on x-ray. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.